Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the wi-fi led of the wireless footswitch was red. Upon further inspection, philips remote service engineer (rse) inspected the system remotely and confirmed that the footswitch is working, but the wi-fi led indicator is solid red and the battery indicator on the wireless footswitch is green. Customer charged the footswitch correctly. After charging the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the led for the wireless footswitch connection was red. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.